Manufacturer narrative:
Returned product was examined under magnification. Fracture site is almost entirely brittle in appearance, suggesting a single overloading event led to the fracture. One edge of fracture site has a smooth appearance, which suggests a failure started from that location. Anodization has been rubbed off sides of plate near the fracture site in multiple locations, but it cannot be determined if this happened before or after the plate fracture.

Event description:
A clavicle plate was implanted on (B)(6) 2017. On (B)(6) 2017, the patient was pushing him/herself up from being seated and heard a cracking noise. The plate was detemined to have broken and was explanted on (B)(6) 2017.